Event description:
During an office visit on high impedance was observed on both system and normal mode diagnostic tests. It was noted that the generator had been implanted since 2014. The device was disabled and patient was referred for surgery to address the high impedance. However the physician intended to monitor the patient's seizure frequency before replacing the device in order to assess the efficacy without vns therapy. No additional relevant information has been received to date. No surgical intervention have been taken or occurred to date.